Manufacturer narrative:
Serial numbers continued: (B)(4). For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions were: system reagent filters were checked and cleaned. A valve was cleaned. Performance testing was run and the results were good. For 2 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. For 1 of the events, the investigation found the service actions resolved the issue. The follow up actions were: the field service engineer replaced the extra wash station vessel mixer unit and the issue was solved. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>4</noe> malfunction events. Questionable non-reproducible results were generated by the cobas 8000 e 602 module. The events involved a total of 53 patients with the following: 4-elecsys ft4 ii assay, 3-elecsys tsh assay, 1-elecsys hcg + beta test system, 2- elecsys estradiol assay, 8-elecsys ft3 iii, 35-elecsys pth immunoassay.